Manufacturer narrative:
As no product was returned it was not possible to perform a product inspection, review of the product history sheet for lot no s6361/1 demonstrated that the product was manufactured within specification. No conclusion can be drawn.